Event description:
A voluntary medwatch (uf/importer report # (B)(4)) report was filed on (B)(6) 2016 by a health professional at the user facility. On (B)(6) 2016 the a1059 mayfield modified skull clamp was in use on a (B)(6) female patient undergoing a posterior cervical mirco-foraminotomy, microdiskectomy and facetectomy at c7-t1 when it caused a laceration. It occurred after placing the patient on stretcher at the end of surgery. The laceration was determined to be about 1 1/2 inches in length and treated with staples and bacitracin ointment. The mayfield head frame was sequestered. There were no other therapies and no other devices in use on the patient. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 01/11/2017. The investigation included: results: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. In summary, the device was not released for evaluation after several documented requests. Therefore, the root cause to the end users experience could not be determined. Due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.